Manufacturer narrative:
Na. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 and enlarged atrium. A mitraclip xtw was inserted and successfully deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip ntw, was inserted. However, difficulties visualizing the clip occurred, and after several grasping and capturing attempts, a perforation of the anterior mitral leaflet (aml) was observed. Therefore, the clip was removed and the procedure as discontinued. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported positioning failure (leaflet grasping - clip not implanted, leaflet capture - clip not implanted) or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure is related to challenging patient anatomy (dilated atrium) and procedural conditions (physician decided to not implant clip due to tissue injury). The reported tissue injury appears to be related to procedural conditions (interaction between leaflet and clip). A cause for the reported poor imaging could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a